Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure¿. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin leaked from the luer lock while the tubing was bring primed. Reportedly, the luer lock connection was not tight enough. The user tightened the luer lock connection and successfully primed the tubing. The user's blood glucose level was 105 mg/dl.